Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. (Dhrs) (device history review) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for libre sensors. The investigation concluded that there was not product impact related to the low impact non-conformance identified. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported a high readings issue and error message issue with the adc freestyle libre. The customer reported that they received a sensor scan reading of approximately 187 mg/dl, but experienced symptoms of sweating and was pale in color. Then an error message appeared and the customer could not get a sensor scan for more than 30 minutes. At this time the customer performed a fingertip test with a competitor meter, which showed a reading of 27 mg/dl. The customer self-injected glucagon as treatment and went to the hospital. No further treatment was rendered at the hospital, as the customer was normalizing by then with a blood glucose reading of 80 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dhrs (device history review) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was conducted for libre sensors. The investigation concluded that the design continues to prove robust, the manufacturing process remains in control, the product functions as intended, provided that the label copy is appropriately followed and there was not product impact related to the low impact nonconformance identified. During the relevant review period of one year prior to case awareness date there were no trips. If the product is returned, the case will be re-opened, and a physical investigation will be performed.this serves as a correction report : was incorrectly documented in the previous follow up #1.

Event description:
A customer reported a high readings issue and error message issue with the adc freestyle libre. The customer reported that they received a sensor scan reading of approximately 187 mg/dl, but experienced symptoms of sweating and was pale in color. Then an error message appeared and the customer could not get a sensor scan for more than 30 minutes. At this time the customer performed a fingertip test with a competitor meter, which showed a reading of 27 mg/dl. The customer self-injected glucagon as treatment and went to the hospital. No further treatment was rendered at the hospital, as the customer was normalizing by then with a blood glucose reading of 80 mg/dl. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported a high readings issue and error message issue with the adc freestyle libre. The customer reported that they received a sensor scan reading of approximately 187 mg/dl, but experienced symptoms of sweating and was pale in color. Then an error message appeared and the customer could not get a sensor scan for more than 30 minutes. At this time the customer performed a fingertip test with a competitor meter, which showed a reading of 27 mg/dl. The customer self-injected glucagon as treatment and went to the hospital. No further treatment was rendered at the hospital, as the customer was normalizing by then with a blood glucose reading of 80 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A DHR for the fs libre meter was reviewed and the DHR showed the libre meter passed all tests prior to release. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was performed for the reported complaint and fs libre sensors. The investigation showed no product impact. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report. (Date received by mfg) was incorrectly documented in the MDR follow up #1 report. The correct date received by mfg date is august 08, 2019. Additional MFR narrative was also incorrectly documented in follow up #1 and follow up #2. Additional MFR narrative has been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue and error message issue with the adc freestyle libre. The customer reported that they received a sensor scan reading of approximately 187 mg/dl, but experienced symptoms of sweating and was pale in color. Then an error message appeared and the customer could not get a sensor scan for more than 30 minutes. At this time the customer performed a fingertip test with a competitor meter, which showed a reading of 27 mg/dl. The customer self-injected glucagon as treatment and went to the hospital. No further treatment was rendered at the hospital, as the customer was normalizing by then with a blood glucose reading of 80 mg/dl. There was no report of death or permanent impairment associated with this event.